Event description:
It was reported that two aveir leadless pacemakers (lp) were attempted to be used for implant procedure. During the procedure, excessive noise was noted once in the body, and equipment replacement did not resolve the issue. The first lp was removed and the second lp was then used. It exhibited the same issue. Neither device was able to be interrogated. The procedure was completed using a transvenous pacing system on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported issue of failure to interrogate and noise issue were not confirmed. Final analysis found normal device characteristics without any anomalies contributing to reported event of sensing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.